Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend the helix.

Manufacturer narrative:
Boston scientific received additional information that clarified this case. Between the date of implant and the date of the revision procedure, only a decrease in sensing was observed; the p-wave values had been 3.2mv and were 0.6mv at the follow-up. No abnormal out-of-range impedance values were seen at that time. The ep nurse suspected a slight movement of the lead (i.e., micro dislodgement or micro perforation) caused the drop in sensing. The out-of-range impedance measurement and non-capture were observed after the attempt to reposition the lead. Therefore, we now conclude that the break occurred during the revision procedure.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and high, out-of-range pacing impedance measurements of greater than 4,000 ohms during a routine follow-up. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional investigation was performed. Fractography confirmed that the break was the result of acute torsional overload. It is unknown if electrical measurements were taken at implant pursuant to the device's labeling. As a result, we do not have enough information to conclude whether the break occurred during the implant or during the revision procedure.